Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the chocolate balloon catheter, severe calcification and segmental stenosis (90% lesion stenosis) of the mid superficial femoral artery were present. Resistance was encountered when advancing the device. Pre-dilation was performed with a 2.5 millimeter balloon catheter, followed by dilation with the chocolate balloon catheter. A merit medical inflation device was used and device was prepped with no issues identified. After a single use and removal from the body, the nitinol constraining wire of the chocolate balloon catheter was found to be adhered and fractured, making it impossible to perform a second dilation. The device was removed as a whole, and no detached portion remained in the patient. No patient complications have been reported as a result of this event.